Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. There was a baseline trace effusion around the left ventricle noted prior to the case. The physician had difficulty with the transeptal crossing. The physician manipulated the transeptal sheath around 6 times to get in position and ended up crossing the septum twice. A 24mm watchman flx laa closure device and delivery system was successfully implanted. Two hours post procedure, the patient's blood pressure dropped and a circumferential effusion was noted. They performed a pericardiocentesis and the patient stabilized.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. There was a baseline trace effusion around the left ventricle noted prior to the case. The physician had difficulty with the transeptal crossing. The physician manipulated the transeptal sheath around 6 times to get in position and ended up crossing the septum twice. A 24mm watchman flx laa closure device and delivery system was successfully implanted. Two hours post procedure, the patient's blood pressure dropped and a circumferential effusion was noted. They performed a pericardiocentesis and the patient stabilized. It was further reported that cardiac tamponade occurred.